Manufacturer narrative:
This report has been reported to the FDA by the manufacturer (9617499-2021-00001) after they were made aware of the event by the importer. The following sections were corrected or updated in this follow-up from the initial report: a-1. Patient identifier: stephanie, corrected to s.n.w. B-5. Describe event or problem: the patient's medical notes were included in this report, as the medical notes became available after the initial report was submitted to the FDA. B-7. Other relevant history: updated information requested from vision path inc. D-4 suspect medical device: updated expiration date from 01-nov-2024 to 30-nov-2024. E-3. Occupation: other-health professional, updated to patient/consumer. F-6. Date uf/importer became aware of event: (B)(6) 2021, corrected to (B)(6) 2020. F-9. Approximate age of device: 2 years, corrected to 13 months.

Event description:
The patient's optometrist provided additional medical notes via fax on (B)(6) 2021. The patient's medical notes are attached to this report. The patient said her visual acuity is no longer 20/20 but is now 20/100. The medical notes provided by her optometrist states that her visual acuity is 20/30. The patient said the scar and infection have caused severe and permanent vision loss, but the medical notes reported that "because the ulcer is in her central vision it could lead to permanent scarring". The patient said in referring to hubble daily contact lenses that she "used them as directed, followed the instructions, wore the contacts once daily, never reused them, handled them with care, and that her doctor said the infection was caused by hubble contact use. However, the patient's medical notes state the following: educated because the ulcer is in her central vision it could lead to permanent scarring. Educated that this can happen from overwearing contact lenses, she states she wore her lenses overnight for one night." Further, the hubble's wearers guide located in the contact lens box the customer received for all of her shipments provided the following instructions: duration of use: hubble daily contact lenses are for single use only and should be worn for no more than 24 hours. Contact lenses must not be worn when sleeping. Warnings: failure to follow these instructions could results in infection to the eye, with possible permanent damage to vision. Wearing hubble daily contact lenses while sleeping increases the risk of infection and permanent damage to vision. Do's and don'ts: do remember that the health of your eyes is essential for good sight. Don't put it at risk through negligence or vanity. Do remove your lenses and consult your eye care professional if any eye reaction occurs such as pain, redness, burning sensation, excessive watering, increasingly blurred vision, colored haloes around light sources, and/or sensitivity to light. Do remove your lenses before going to sleep. No additional information has been provided by the patient's corneal specialist. The patient has not provided information on her current condition.

Manufacturer narrative:
The report was submitted on 1/5/2021. Due to a minor technical error on the form, the submission failed on 1/5/2021. The technical error was corrected on 1/7/2021, and the correction does not change any information regarding the adverse event.

Event description:
The patient described the event as follows: on (B)(6), 2020 the patient experienced dry eyes and vision issues (reduction in visual acuity, haloes, and difficulty driving) and was referred to her optometrist. On (B)(6) 2020, the optometrist diagnosed the patient with a corneal ulcer and referred her to a corneal specialist for treatment. On (B)(6), 2020, the corneal specialist confirmed the corneal ulcer with central scarring. No culture was performed to confirm the presence of an eye infection. The patient further reports that she was advised to discontinue contact lens wear indefinitely. Vision path, inc. Was made aware of the event by email on (B)(6) 2020. The patient stated that visual acuity in the affected eye was once 20/20, and the visual acuity following the event is 20/100 (as of (B)(6) 2020). The patient has a follow-up visit planned to determine if she is a candidate for lasik surgery on the affected eye. We have contacted the patient's optometrist and corneal specialist to confirm the information reported by the patient, but we have not yet received any clinical information from either provider. We are continuing to seek to obtain the patient's clinical records and any additional information will be provided in a follow-up report.